Event description:
Revision surgery - due to the stem subsiding.

Manufacturer narrative:
The reason for this revision surgery was reported as femoral stem subsidence after one month of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there are three prior complaints against the linear stem, part number 425-01-012. Two of these complaints allege that there is a mismatch between the size 12 linear stem and the corresponding size 12 broach - the stem is alleged to be smaller than the broach. Investigation into such claims in the past has shown that there is the appropriate level of interference, per the documented design requirements, between the porous-coated proximal body of the stem and the broached cortical bone. The non-coated distal portion of the stem is intended to be in clearance with the bone, in order to avoid stress-shielding of the critical porous-coated region of the stem where osseointegration is expected to take place. This is the first complaint for the incident lot numbers. The root cause of the stem subsidence cannot be determined with confidence from the available information. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.